Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor reservoir ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The response addressing the request for additional information regarding report 1416980-2015-41032. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection noted a marking located on the exterior surface of the bladder near the rupture line. The reported condition was verified. The cause of the rupture was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.